Event description:
It was reported that a resonate screw is backing out of the plate 2 months post-operatively.

Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided show a screw backing out past the blocking mechanism at the inferior level of a 2 level plate located at c5-c7. The patient is monitored closely and there is no plan for revision at this time. An exact cause of the reported issue could not be determined.

Manufacturer narrative:
The device was not available for evaluation as it is being held at the hospital. Imaging provided shows a screw backing out past the blocking mechanism at the inferior level of a 2 level plate located at c5-c7. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was done to remove and replace a screw that backed out of a resonate plate post-operatively.